Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening on radius, underweight, and flat creases. A microscopic analysis was performed which identified: four striated openings on radius and anterior, and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is: four striated openings on radius and anterior assessed as surgical damage consist in the use of some surgical tool. Nick striated on anterior assessed as surgical tool scratch like.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.